Event description:
The customer reported a discrepancy among the o2 saturation values between fabian ventilator and the intellivue mp40 monitor. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.